Event description:
It was reported that during a prostate procedure, a "fiber port overheated message" was rec'd at 20 joules of use; the fiber was replaced and the procedure continued using a second fiber. At 90,237 joules of use, a prostate stone was hit, resulting in damage to the fiber tip; the second fiber was replaced and the case was completed using a third fiber. Pt outcome: "no pt injury, outcome of pt was fine." This report is for the first fiber.

Manufacturer narrative:
Reference MFR report #: 2937094-2013-00417. Fiber analysis: the fiber cap remains intact and attached; exhibits a drilled through condition. Devitrification was observed on the fiber cap near the drill hole. The fiber connector was tested and the reported fiber port overheat issue could not be reproduced or confirmed. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam nd reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause that contributed to this failure was suspected to be localized heat accumulation due to anatomical/procedural factors encountered during the procedure; cap wear was accelerated limited the performance of the fiber.